Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed both instruments to be primary products. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. The damaged threads indicate that both instruments were inserted in oblique mode and cross threading occurred. Both instruments are made of the same material and were both hardened to approx. 47 hrc, therefore it could not be determined which instrument caused the thread damages. It is possible that both threads were fully functional prior the assembling but a pre-damaging could also not be excluded. However, insertion in an oblique mode is classified as user error. No discrepancies were detected during risk analysis review.

Event description:
It was reported that the threads have become wedged into each other.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the threads have become wedged into each other.